Event description:
Pt had treatment with a cypher stent 3.0 x 33mm at the time of the index procedure. He had a significant cardiac history dating back to an mi as a 41 year-old. There is evidence that the pt had previous stent procedures prior to this index case, along with a history of diabetes, hypertension and hyperlipidemia. Pt was diagnosed with two-vessel disease and received a stent to their tortuous, eccentric and heavily calcified mid rca de novo lesion which was 3.0 x 28mm in size. The mid rca lesion was not pre-dilated, but it was post dilated iwth a 3.0 x 40mm balloon. One year later, the pt had an ae, which was the treatment of a new lesion in the ostial rca. This lesion was heavily calcified and de novo and 3.5 x 16mm in size; an "other" stent was used to treat this lesion. Two months later, the pt had chest pain and experienced another procedure.